Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the light emitting diode (led) display for tube size was blank. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The customer does not want reported unit repaired. This unit is used as a sucker pump and the customer claims to know the tube size is 1/4 inch. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.